Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type catheter; product ID 8711, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
It was reported that there was a volume discrepancy. There was no documented discrepancies but the patient insisted there had been issues. The expected and actual residual volumes were unknown. The cause of the discrepancy was unknown. The logs were checked, x-rays and MRI were done. The pump and catheter were replaced on (B)(6) 2015. The catheter appeared to be occluded when the physician revised the pump and catheter during surgery on (B)(6) 2015. The location of the catheter occlusion was the "catheter tip distal." The patient had a "cocktail of 5 medications" in their pump. The pump system was delivering baclofen, clonidine, marcaine, fentanyl and dilaudid. The patient's status at the time of report was "alive- no injury." The patient was doing well as of (B)(6) 2015.